Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, and no metal shavings were noted on the lead post decontamination.

Event description:
It was reported that during a repositioning procedure the lumen of this lead was occluded, and metal shaving were seen. The lead was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the type of reportable event field.

Event description:
It was reported that during a repositioning procedure the lumen of this lead was occluded, and metal shaving were seen. The lead was explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a repositioning procedure the lumen of this lead was occluded, and metal shaving were seen. The lead was explanted and was expected to be returned. No additional adverse patient effects were reported.